Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that there was a bump at the anchor site. During a revision, they did dye study and saw the dye leaving the catheter at the anchor site and not making it to the intrathecal space. The catheter was broke near anchor. There we no known factors that may have led or contributed to the issue. Diagnostics/troubleshooting included an x-ray. The spinal segment and anchor were replaced on (B)(6) 2022. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. That patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.